Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported the device was removed ¿the next day¿ (implant date (B)(6) 2010) due to ¿it ruptured¿ and caused (B)(6). Additional information has been requested regarding the drug information, the event date, clarification of the ¿rupture,¿ symptoms, diagnostics, the cause of the event and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.